Event description:
It was reported that the customer went to the emergency room on (B)(6) 2014 but not due to the pump. Customer was in intensive care and had some poisoning. Customer had to call 911 and had a cardiac event. Through the chaos, the insulin pump was thrown out and the hospital said that they were responsible. Customer was wearing the pump at the time of hospitalization. Customer stated that they cut the tubing off of her. Customer's blood glucose level was over 1300 mg/dl at the time of hospitalization. Customer was throwing up for over 36 hours due to poisoning, which caused her blood glucose levels to go up. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.